Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her one touch ultramini meter read inaccurately high compared to the laboratory. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported, 30 minutes prior to the alleged issue starting, she developed symptoms of ¿dizziness, nauseous¿. The alleged inaccuracy began on ¿(B)(6) at 11:30¿. At an unspecified date/time the patient obtained a blood glucose result of ¿70 mg/dl¿ with the subject meter and ¿31 mg/dl¿ with a laboratory device, performed between ¿10-30 minutes¿ from each other. Based on statistical methodology the calculated difference between these glucose results exceeds the expected value of less than or equal to 20%. The patient manages her diabetes with insulin (unknown type, self-adjuster). At an unspecified time on (B)(6) 2013, the patient stated she took her usual dose of insulin (unknown type and dosage) in response to the alleged inaccurate result(s). At an unspecified time on (B)(6) 2013, the patient self-treated with glucose tablet/glucose gel. The patient denied re-testing on another device. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed sign/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (12/20/2013) the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.